Manufacturer narrative:
One fluid warmer disposable was received for evaluation. Visual inspection of the device found it to be in good physical condition. The sample underwent functional testing using water and performing movements in order to duplicate the failure reported. No discrepancies detected, no leaking was detected in the part. The reported customer complaint was not confirmed.

Event description:
It was reported that immediately after starting to use a smiths medical fluid warmer, the customer noticed fluid was leaking. It was not certain if the liquid was infusion fluid or circulation water. No patient injury.